Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. However, detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was found dislodged shortly after it was first implanted. As result, the patient underwent a surgical revision wherein the lead was extracted and a new ra lead was implanted as replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged shortly after it was first implanted. As result, the patient underwent a surgical revision wherein the lead was extracted and a new ra lead was implanted as replacement.